Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency due to low blood glucose level as patient did not disconnected during rewind/prime sequence event on (B)(6) 2026. Due to the event, the patient was hospitalized on (B)(6) 2026, length of hospitalized less than twenty-four hours. The patient's blood glucose level during hospitalization was 109mg/dl and was treated with hypo pen / glucagon. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) a query was run in the eqms on 14/apr/2026 against "lot number" "6013839" and similar malfunction codes: insulin overdosing due to priming set up not followed. The review confirmed that lot 6013839 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 14/apr/2026 against "lot number" criteria equal "6013839" and similar malfunction codes: insulin overdosing due to priming set up not followed. The count of complaints is (B)(4). The complaint number are (B)(4). Device history record (DHR) review: the lot 6013839 was manufactured according to work instruction (wi) version 82 and manufactured in the multivac12, on 28/jun/2025 with a total of (B)(4) units. Sub-assembly: assembly: the sub-assembly, gluing of tubing of the lot 5f02615 was manufactured according to the work instruction (wi) version 30 and manufactured in the quickset machine, on 28/jun/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5f02616 was manufactured according to the wi version 30 and manufactured in the quickset machine, on 29/jun/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5f01524 was manufactured according to the wi version 30 and manufactured in the quickset machine, on 14/jun/2025, with a total of (B)(4) units. The sub-assembly: tubing: the sub-assembly, tubing of the lot 5f02593 was manufactured according to the wi version 42 and manufactured in the mp04, and mp08, on 24/jun/2025, with a total of (B)(4) units. The sub-assembly, tubing of the lot 5f02594 was manufactured according to the wi version 42 and manufactured in the mp04, and mp08, on 26/jun/2025, with a total of (B)(4) units. The sub-assembly, tubing of the lot 5f05703 was manufactured according to the wi version 42 and manufactured in the mp08, on 27/jun/2025, with a total of (B)(4) units. The sub-assembly, tubing of the lot 5f01504 was manufactured according to the wi version 42 and manufactured in the mp04, and mp08, on 12/jun/2025, with a total of (B)(4) units. A review of the device history record (DHR) confirmed that all required in process inspections and final product tests were completed. During outgoing test 9, one sample was observed with release liner delaminating from adhesive patch; however, this finding is within the acceptable limits per aql criteria and does not require further action. No deviations, nonconformances, or equipment related maintenance events were identified that correlate with the reported complaint condition. Conclusion: no manufacturing issues were identified, and the contaminated sample was acceptable per aql. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013839 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user-related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. The assessment was based on documentation only. No manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.